Event description:
Patient reported that, while priming a new insulin cartridge, no insulin came through the device adapter. Additionally, they reported that the device's piston rod continued to push forward, until the entire insulin cartridge had emptied. At the time, the device generated an empty cartridge error. Patient removed the device adapter, and found that the entire contents of the insulin cartridge had leaked inside of the device's cartridge chamber. Patient stated that the insulin appeared to have leaked from the base of the insulin cartridge, around the rubber stopper. Patient indicated that their blood glucose has been higher than normal (values not provide.